Event description:
Patient had to have ahmed valve implant removed and another one implanted due to the development of hypotony and choroid effusion. Per surgeon , when the old valve implant was carefully dissected, there was a profuse amount of fluid leaking from the valve